Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a stenting procedure to treat lesions in the 1st diagonal artery and the left anterior descending (lad) artery. Both the 1st diagonal artery and the lad were reported to be mildly calcified and moderately tortuous. The physician wired the 1st diagonal artery and the lad artery with a non-abbott guide wire in each vessel. Pre-dilatation was performed in the lad using a 2.0 x 15 mm non-abbott dilatation catheter during 3 inflations at unknown atmospheres. Pre-dilatation was performed in the diagonal artery using a 2.0 x 15 mm non-abbott dilatation catheter during 2 inflations at unknown atmospheres. The physician implanted a 2.5 x 23 mm xience xpedition in the 1st diagonal artery, then removed the non-abbott guide wire. He then implanted a 2.5 x 38 mm xience xpedition in the lad so that it was across the proximal edge of the stent implanted in the 1st diagonal artery. The physician wanted to open up the struts of the 2.5 x 38 mm xpedition in the lad at the opening of the 2.5 x 23 mm xpedition in the 1st diagonal and advanced a non-abbott guide wire through the lad stent struts. A 3.0 x 20 mm non-abbott dilatation catheter was then advanced; however, the dilatation catheter would not pass and was removed with some resistance. It was not known if the resistance was due to the guide wire or the dilatation catheter. At this point, the physician noted that the proximal and mid lad appeared hazy and there was irregular flow (ischemia). It was noted that the distal portion of the 2.5 x 38 mm xpedition stent in the lad (approximately 10 mm) was implanted in the vessel; however, the proximal portion of the stent was stretched out into the guide catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The physician believes that the guide wire somehow became entangled with the stent as the non-abbott dilatation catheter was removed with resistance. A new 3.0 x 20 non-abbott dilatation catheter was then advanced into the guide catheter and inflated to anchor the stretched stent into the guide catheter. The entire system was then removed as a single unit, explanting the 2.5 x 38 mm xpedition stent. A new 2.5 x 38 mm xience xpedition stent was then implanted at the target site. Post dilatation and intravascular ultrasound were performed. No further intervention was performed. During the procedure, the patient experienced pain and was given versed and fentanyl. There were no other adverse patient sequelae and a clinically significant delay was reported. No additional information was provided. Concomitant medical devices: dil cath: 3.0 x 20 nc quantum apex (x2); stent: 2.5 x 23 mm xience xpedition. Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. Stent damaged by another device could not be replicated in a testing environment as they were based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.